Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that rebooting had occurred. The battery compartment was found to be cracked and corrosion was observed inside the battery compartment. The battery cap was able to secure to the pump and the pump booted normally. The pump was exercised for 24 hours without rebooting or alarms. The pump was opened and no evidence of moisture damage was found inside of the pump.

Event description:
The reporter claimed that the animas pump will not power on. The patient claimed that the power issue began on (B)(6) 2011 when the battery was replaced. There was no adverse event associated with this complaint. During troubleshooting, the reported indicated that there was no visible damaged to the battery compartment or the battery cap of the animas pump. The battery compartment did not have any corrosion. The battery was replaced but the issue was not resolved. There was no product misuse. The patient was advised to go on the backup plan as needed. This complaint is being reported as a malfunction due to the alleged power issue.